Event description:
Customer reports, he inadvertently took humulin r 30 units based on blood glucose result of 300 mg/dl obtained on the advantage system at 12:00 pm (states he should have taken 10 units). Customer immediately passed out; emt's tested customer with customer's advantage system and result was 29 mg/dl at 12:08. Customer was treated with an injection of glucose, and result on his meter was 100 mg/dl at 12:10, and symptoms improved. Requested return of suspect device and replacement was sent.